Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing which included all functional testing, impedance calibration test, defib/pacer stress testing, bench handling and defib cycling without duplicating the report. The main board was replaced as a precaution. The board was scrapped after testing. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device would restart. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.